Manufacturer narrative:
(B)(4). An abbott field service representative arrived at the customer site and checked the grounding and electrical potential on the keyboard holder area of the axsym system and found no electrical issues (positive ground and no electrical potential). No further issues with shocks have been experienced by any operators since the customer called in the initial report. The abbott axsym system operations manual contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information and this current evaluation, no malfunction was identified for the axsym analyzer list number 07a83-95, or for the custom arm with lcd monitor part no. 4-67510-02 for the issue under evaluation. Method: review of complaint tracking and trending; field service evaluation.

Event description:
The operator of the axsym analyzer states that every time she touches the keyboard she gets an electrical shock. She states that this has happened several times and the shocks are quite noticeable. The operator states that she has a pacemaker and that no injury has occurred. She can touch any other part of the analyzer with no issues. No exposed wires or cables are noticeable on the keyboard. Another operator then touched the keyboard and no shock was noticed. The humidity level in the lab is at 23%. A service call has been initiated. There is no other impact to the operator reported.